Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. This is reportedly a recurring issue which had previously been addressed via programming. Surgical intervention was undertaken for further interrogation. Intraoperative testing of the pt's extension found invalid impedance measurements. The pt's extension was replaced thereby resolving the issue.